Event description:
Boston scientific crm received this explanted device with no additional information. There were no known allegations against the device or its functionality.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial visual inspection showed the device header was not attached to the case. The device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our analysis showed this device met longevity expectations per programmed values. Additional visual analysis showed the header was broken off the case, with medical adhesive visible on the case. The header was cut or sawed into two pieces. The case had tool marks and dents. The laboratory technician concluded the device damage was induced. No additional analysis was conducted. This report will be updated if additional information is received.